Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the monopolar curved scissors instrument would not come out of the cannula. The customer found the mcs tip-cover was slid up the shaft making it catch on the cannula. The procedure was completed with no reported injury.